Event description:
A user facility reported, "upon removal of cottonoid, noticed the x-ray indicator strip was broken and peeling off. No portion was retained within the patient. This is a known issue that was previously escalated to manufacturer by manager of or (operating room) supply chain/materials management."

Manufacturer narrative:
A user facility reported, "upon removal of cottonoid, noticed the x-ray indicator strip was broken and peeling off. No portion was retained within the patient. This is a known issue that was previously escalated to manufacturer by manager of or (operating room) supply chain/materials management." While the sample was requested, it was not available for return. A supplier corrective action request (scar) has been sent to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Manufacturer narrative:
While the sample was requested, it was not available for return. A supplier corrective action request (scar) has been sent to the supplier. Because the sample was not returned and no lot number was provided, no specific production records could be reviewed. However, the supplier did review processes and conditions to investigate a possible cause. The supplier also conducted an inspection of inventory to ensure x-ray strip adherence meets specification. No issues were noted. Recent production processes were also reviewed to identify is there were any potential gaps in adhesive application or product handling and no issues were noted. Root cause: without the return of product or lot number, no root cause was able to be determined. Potential root cause: while no specific issues were found in the process, the supplier did state that there is a potential that cottonoid variability may have resulted in a material inconsistency that would have affected the integrity. Corrective and preventive actions: the supplier has implemented new actions to help prevent any further issues: 1) additional inspections of the sonic-welded roll to verify the adhesion of the x-ray strip will be performed and documented. 2) operators were reinstructed to follow standard procedures for applying and inspecting x-ray strips. Deroyal conducted a complaint to sales ratio between october 2022 to december 2024 and found it to be 0.000194%. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.